Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Model #: unknown/not provided. Serial#: unknown/not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Initial reporter telephone number: (B)(6). The phaco tip is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the device could not be reviewed as there was no lot number provided. Therefore, manufacturing record review cannot be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure a capsule rupture occurred requiring a vitrectomy. The doctor who performed the vitrectomy was working in irrigation/aspiration mode. He was using medicel sms 170p coaxial tubes (reference ngp0020 with irrigation sleeve). Since the ngp0020 did not fit in the side port a ngp0023 was provided during the vitrectomy. The doctor could not work in coaxial for this procedure and as a consequence, there was hypotonia of the eye (transient) because the block did not have an irrigation probe to maintain the pressure in the eye.